Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, lead, implanted: (B)(6) 2008; dtba1d1, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that capture management for the left ventricular (lv) lead exhibited high thresholds which were similar to chronic measurements. In addition, the physician stated that the electrogram showed a loss of lv capture. Reprogramming was performed for the lead's output. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.